Manufacturer narrative:
Evaluation of the returned jet7 revealed a fracture underneath the strain relief. If the proximal end of the jet7 is forcefully manipulated during use, damage such a kink and subsequent fracture may occur. During decontamination, the jet7 was flushed with air while submerged in the bleach solution, and bubbles were observed coming from the fractured location underneath the strain relief. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a benchmark bmx96 access system (benchmark max) and a microcatheter. During the procedure, the jet7 was placed distally. While using the jet7, the physician noticed there was a separation near the proximal hub. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same benchmark max and microcatheter. There was no report of an adverse effect to the patient.